Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on (B)(6) 2011; subsequently expiring on (B)(6) 2011, after use of the product.

Manufacturer narrative:
This is one event (death) of three events reported and associated with MDR #s: 1225714-2013-00569, 1225714-2013-00570, 1225714-2013-00571, 1225714-2013-00572, 1225714-2013-00573.